Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that an unidentified onetouch meter does not power on. The patient's diabetes is managed with oral medication. The power issue began on (B)(6) 2010. The patient reportedly did not take any action in regards to her routine diabetes management as result of the power issue. The patient claimed that she developed symptoms described as "headaches and blurred vision." However, there was no allegation of treatment for hyperglycemia or hypoglycemia. According to the troubleshooting performed with customer service, the subject meter could not be identified since the patient did not have the product on hand. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hyperglycemia one day after the product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.